Event description:
The deivce reportedly gave a constant connect electrodes message when the electrodes were attached. No troubleshooting was performed to try and determine the cuase of the alleged malfunction. A back up device was obtained and treatment was continued using a new set of electrodes. The reporter stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability.